Event description:
Physician was injecting embolic material through the ultraflow catheter and an outflow was observed approx 10 cm. Proximal of the distal tip. There was no associated sequelae experienced by the pt.